Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 09-mar-2020 and inspection of the unit was performed on 11-mar-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, leak at biopsy channel (large/ primary) distal side, prism scratched, lightguide connector root brace cut, primary operation channel resistance, distal cap/ case cracked, failed wet leak test, failed dry leak test, control body root brace loose, # 2 remote control button cover cracked, light carrying bundle distal cover glass middle scratched. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: ed-3490tk video duodenoscope, o-rings and seals, air/water tube, operation channel, bending rubber, distal case/cap, root brace rubber lg connector. The video duodenoscope is pending repair and final qc approval as of 12-mar-2020.